Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging audio tone/vibration (audio tone issue). It was reported that the pump was making a high pitch ¿cricket¿ sound that fluctuated a bit during basal infusion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Date of submission 21-dec-2017 the device has been returned and evaluated by product analysis on 12/01/2017 with the following findings: on investigation, the pump powered on normally and demonstrated normal audio tone and sound. The pump was exercised without duplication of the alleged audio tone issue. Investigation did not duplicate the complaint.